Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was constantly rebooting itself. After some troubleshooting, it was determined to be a hard drive issue, although he did not want to replace the hard drive on the cns at the moment. He will be provided with a replacement hard drive for this unit to resolve the issue. There was no patient harm reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was constantly rebooting itself.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was constantly rebooting itself.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) center reported the cns-9701a (mu-971ra sn: (B)(6) constantly reboots itself. There were a lot of red errors found on the cns event viewer log files. Customer was unable to export the logs. Nka ts advised customer to open the computer towar and clean out all fans and the processor heat sink as the computer may be rebooting due to thermal heat. (B)(6) stated the system has been running for 20 minutes without rebooting so far. On (B)(6) 2018, customer reported the cns would not boot up. He believed the issue may be hdd related since the hdd was over 8 years old. He did not want to replace the hdd at the time. Service requested/performed troubleshooting/assistance. Investigation result the cns warranty began 07/21/2010, which is over 7.5 years prior to the reported issue. The warranty period ended on 07/21/2012. A review of device history found no previously reported issues with the unit. There was a suspected failure of the cns's hdd. No nka evaluation was performed as the cns/hdd was not returned. Performance and degradation of the hdd is affected by factors such as age, use, power, and other conditions at the facility. Issues with the hdd/ups could be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-9701a service manual. Per cns-9701a service manual revision e, the hard disk's expected lifespan is every 2 years and customer is recommended to periodically replace the component. Customer indicated the hdd had not been replaced in over 8 years. Customer later requested replacement hdd for the unit in notification (B)(4) reported on (B)(6) 2018. Procedure for replacement of the hdd is outlined in the service manual under "hard disk replacement flow" in troubleshooting section and "replacing the hard disk" in disassembly and assembly section. The cns-9701a model was discontinued on 11/14/2011 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty and product discontinuance, and toward the end of the promised support period. The root cause is determined to be lack of proper preventive maintenance. Based on the given information, this issue is not suspected to be caused by deficient cns design. There were no further reported issues with the unit. Corrected information: g4. Date received by manufacturer: should be 04/14/2018 not 05/10/2018 as listed on MDR initial report. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.